Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she was drinking and her blood glucose went low. The customer's blood glucose reading at the time of the report was 310 mg/dl. Nothing further was reported.